Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron select sps g124, they allege that the handpiece heats up and they have low water flow, no injury resulted.

Manufacturer narrative:
(B)(6) 2025 evaluation tech: (B)(6). W4e water sol, iso valve clogged. No water flow due to a clogged water solenoid. Poor water pressure regulation from the solenoid. Debris buildup in the water supply hose. Debris buildup in the water filter. Damaged footswitch cable. Worn steri-mate handpiece. Qd is damaged. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.